Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xfe1 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient experienced pain, discomfort/soreness/pinching/ache/pressure. Return of baseline symptoms urinary incontinence. Patient had a lead revision for stimulation in foot but patient experienced pocket pressure that could not be alleviated.